Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(6).

Event description:
The customer observed (B)(6) results while using the architect total b-hcg reagent on the architect i2000sr analyzer. The customer provided the following data (miu/ml): (B)(6) 2018: initial results (B)(6) ( B)(6)). This specimen was retested using the immulite assay which generated a result of (B)(6). The specimen was also retested on 2 other architect analyzers each: (B)(6), these results are considered (B)(6). On (B)(6) 2018 a new specimen was tested and was (B)(6): (B)(6). There was no impact to patient management reported. No additional patient information has been provided.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, field data review, design history record review, a search for similar complaints, and a review of labeling. Return material was not available from the customer. An analysis utilizing field data was completed to determine if the median patient values have shifted over time. The analysis concluded that the medians of patient results are within the established limits for lot 78133ui00. The design history record review did not identify any non-conformances, deviations or potential nonconformances of the lot in question. Tracking and trending did not identify an adverse trend for the lot in question. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect total b-hcg reagent, list 07k78, lot 67146ui00, was identified.

Event description:
Data for another patient was provided, as follows: 05/22/2018 mdc: additional data for another patient was added for a discrepant b-hcg result, as follows: the customer observed false positive results while using the architect total b-hcg reagent on the architect i2000sr analyzer. The customer provided the following data (miu/ml): (B)(6) 2018 initial specimen: positive (qualitative result not provided). Retested quatitative initial result: <1.2 miu/ml. The specimen was retested using the immulite analyser: <1.00 miu/ml.